Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the uspo2 module provided intermittent readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The module failed functionality testing and could not obtain any measurement no matter how much the cables were twisted and moved around and it would show a "no sensor connected" message. The reported issue was not duplicated. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the uspo2 module provided intermittent readings. No consequences or impact to patient were reported.